Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: opening extended on anterior, yellow particles and weight to the spec. A visual and microscopic analysis was performed which identified two opening striated on anterior. Base on the device analysis the final assessment is:two striated opening on anterior due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.